Manufacturer narrative:
The affected part was returned to the manufacturer's site for a deep investigation. Egb was tested for about 24 hours run test and no error was detected. Calibration was performed twice and no error or value deviation was detected. No failure could be reproduced. The device was returned to service. The unit has installed since 2014 and an analysis of the complaint database did not identify further similar events related to this unit. Based on the above, it cannot be ruled out that no intrinsic deviation of the device occurred but the most likely root cause is related to a functional check failure during the user test. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received report that a s5 gas blender system gave some values of measured flow out of maximum tolerance when fio2 was setting at 0.60 and 1.00 liters per minute. The issue occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6), canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.